Event description:
It was reported by the patient that she has experienced incontinence, dyspareunia, pain, urgency and bladder prolapse after having an unknown womens health mesh implanted.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore a device history record could not be reviewed. The product family for this women's health product is unknown. Therefore, bard is unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women's health product ifus are found to be adequate based on past reviews. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or willing to provide any further patient, product, or procedural details to bard.